Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller was broken. The customer contact's reported n251 (cassette test failed) alarm condition was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the biomedical department with a note that indicated the device alarmed with an n251 (cassette test failure) alarm condition. This does not indicate a reportable malfunction. However, during testing at the user facility, it was noted that the device door roller was broken. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.